Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated customer tested on the mobile system at 5:00 am and received a result of 157 mg/dl. Customer was spending the night at a friend's apartment. Customer had hypoglycemic symptoms of shaking and slurred speech. Customer took no action based on this result. Between 7:00 - 8:00 am customer's father was notified. At about 8:30 am he arrived and took the customer to the hospital. At 8:49 am the customer obtained a result of 148 mg/dl on the mobile system. The lab came back with a result of 37 mg/dl. The measurements were performed within 10 minutes. At 9:26 am the mobile system read 102 mg/dl and within a few minutes the lab result was 40 mg/dl. The customer was treated with a glucose IV. She was hospitalized for 2 days. The customer has recovered and is currently fine. Requested return of suspect system and replacement was sent.